Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).

Event description:
Caller states patient tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The reporter stated the patient moved while the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens and the lens opened up upside down. The lens was removed with no patient injury, no enlarged incision. The back-up lens was implanted.